Manufacturer narrative:
Product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the service life started prematurely. The ins passed functional testing. The implant service life was started on (B)(6) 2014 and the ins was subsequently allowed to go to an overdischarge state while in the unopened sterile package. The ins was recovered from an overdischarge state through a physician mode recharge while it was still in the field.

Event description:
It was reported that on the morning before the implant, the implantable neurostimulator (ins) was not able to be read or communicate with a clinician programmer or with a recharger. The manufacturer representative tried to use antenna locate to start recharging but this did not resolve the issue. The representative checked to see if extra padding between the devices was causing the issues but this did not resolve them either. The representative tried a physician mode recharge (pmr) and after 3 minutes they were able to get to a normal recharging screen. The representative charged the ins all night to 100%. They cleared the power on reset (por) with a clinician programmer and noticed that the ins had already been programmed for a 5-6-5 lead configuration. The representative suspected that the battery had been used previously. The representative was not comfortable with implanting the battery. The device being in overdischarge was found on (B)(6) 2014. It was unknown if the ins was kept in high temperatures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.